Manufacturer narrative:
The ICD was subjected to an electrical analysis. The device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the ICD was damaged due to a shock delivery of the ICD into an external short circuit.

Event description:
Ous MDR - it was reported that 64 months after the implant, the lead was explanted due to possible damage. The ICD could not be interrogated. Both were explanted and returned for analysis. The implant and explant dates were not provided for this device.